Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicated the reported issue. Stryker replaced the device's battery contact block as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device shut down unexpectedly. There was no patient involvement reported with the event.

Manufacturer narrative:
A customer quality engineer verified device electronic records and was able to verify reported issue. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device shut down unexpectedly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement reported with the event.